Event description:
It was reported that the battery was not functioning. This occurred during a procedure and the device was never implanted. There had been high impedances over 10000 ohms. Impedances had been within normal range when the testing with the leads in the multi-lead trailing cable (mltc). Good impedances could not be achieved once the leads were placed in the battery. Wiping them off had been attempted and they were screwed back in about 10 times and 2 mltcs were tried. The battery would not work so a replacement battery was used and it worked perfect and had great impedances once hooked up to the leads. The implantable pulse generator (ipg) would not work for impedances. It was later stated that it would not function or get normal impedances. There was no patient death or injury. Follow-up determined that the patient was doing great and getting great coverage.

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. Product ID 377860, lot# n0039684, product type: lead. Product ID 377860, lot# n0039684, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no anomaly.